Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000126, serial/lot #: product ID: bi71000525, serial/lot #: (B)(6); rev. C, ubd: , UDI#: ; product ID: bi71000526, serial/lot #: (B)(6); rev. C, product ID: bi71000581, serial/lot #: (B)(6); rev. C, ubd: , UDI#: ; product ID: bi71000125, serial/lot #: product ID: bi31000156. H3) a manufacturer representative went to the site to test the imaging system. The battery chargers, standalone board fuse, and one battery stack were replaced, the system then performed as intended. Codes: b01, c02, d02 h3) the battery charger 1 was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The electronic component of the battery charger 1 was electrically over stressed, which caused the system to be unable to charge batteries. Codes: b01, c02, d02 h3) the battery charger 2 was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that the battery charger 2 had no failure found. Codes: b01, c19, d14 h3) the motor battery charger 2 was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that the motor battery charger 2 had no failure found. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system's charger was down, measured from j1. There was no patient involvement.